Event description:
The customer reported that the doctor was performing a tonsillectomy and the pt sustained a 2nd degree burn on her lip from the electrocautery. The doctor was using a covidien button switch pencil with a convidien edge insulated blade. The blade was not pushed all of the way into the pencil. This left approximately 1mm of bare metal exposed at the function of the electrode and the pencil. After using the cautery for about 20 seconds the doctor noted that the area where the cautery rested against the pt's lip was causing a 2nd degree burn. The burn was treated with ointment. The incident sample was discarded by the site and is not being returned to covidien for evaluation. Ref report #: (B)(4).

Manufacturer narrative:
(B)(4). The incident device was discarded by the site and not available for evaluation. The instructions for use warn to ensure the electrode is securely seated in the pencil. An improperly seated electrode may result in injury to the pt or surgical team by arcing at the electrode and pencil connection.